Event description:
Follow-up revealed the patient's ipg pocket was revised on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient lost a significant amount of weight and could feel the ipg moving around in the ipg pocket. Surgical intervention remains pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient may be pending surgical intervention to relocate the ipg pocket site.